Event description:
It was reported that customer had a past experience with air bubbles. Customer was educated on functionality of the insulin pump and filling and purging techniques. Customer was advised to call when issue is occurring in order to troubleshoot. Analysis could not be done of reservoir as customer discarded occurring. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.